Event description:
It was reported that the physician suspected the atrial lead was dislodged. Upon lead revision, it was noted that the atrial lead was not dislodged; it was pulled tight and did not have any slack. The physician left the lead in position and added slack. No additional information was available.

Manufacturer narrative:
(B)(4).